Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/no delivery test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received missing end cap sticker. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 124 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.